Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it was reported that one revision surgery was performed due to dislocation while using an unkn reflection liner poly. However, the data presented in the aged article, ¿large head metal-on-metal cementless versus traditional total hip arthroplasty: one-year follow-up, ¿ did not provide insight or relevance to current clinical outcomes for the device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. Therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that on literature review synergy cementless stem system in the article large head metal-on-metal cementless versus traditional total hip arthropiasty: one-year follow-up. One revision surgery was performed due to a dislocation while using an unkn reflection liner poly.